Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7145722/7145806.

Event description:
It was reported that patients incision site was swollen and leaking purulent drainage. Pocket incision was beginning to dehisce. The patient was prescribed with antibiotic and was sent to the emergency department. The physician believed that the infection was device and procedure related. All components were explanted and discarded per hospital policy.